Manufacturer narrative:
Continuation concomitant medical products: 4298-78 lead, implanted (B)(6) 2016; 5076-52 lead, implanted (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that patient reported feeling weak and thought she might faint while walking on the beach. Beeping was heard from the device and the patient went to the emergency room. The device was interrogated and it was found that the right ventricular (rv) lead exhibited a lia (lead integrity alert). Over-sensing of noise on the right ventricular (rv) lead pace/sense channel were noted in the arrhythmia log showing inhibition of pacing which correlated with the times of day that patient reported walking. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.